Event description:
Please note that the initial report's type of reportable event was malfunction. Per investigation results, the device was not cracked, the tip of the cannula had a deformation. The tip having a deformation may cause user inconvenience but is not likely to result in any safety concerns. The procedure was completed successfully with no reports of medical intervention or adverse consequences. This should not result in any adverse consequences if it were to recur. Therefore making this event not reportable.

Manufacturer narrative:
Alleged failure: the customer reported that two dri-lok threaded cannula cracked during the case. The case was completed using an alternative. There was a slight delay while the alternative was found. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1) excessive force applied on device, 2) patient anatomy, 3) portal location, or 4) incorrect cannula diameter/length. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the cannula cracked during case. The procedure was completed successfully.